Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 22th of august 2016 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse instructed the customer to decontaminate the instrument. Customer stated to the fse that after the decontamintion process the instrument is running with no errors. Instrument was released and is functioning as intended. The most probable root cause for this event is contamination of the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported that patients samples are discrepant and running low to high on their aia-900. The customer was running free t4 assay controls in the morning and in range 0.80/2.78/4.82. The customer ran 50-60 free t4 patient samples and the results increased at the end of the run. Customer repeated the controls at the end of the run and the results were as follow: 1.60/ 5.6/ 10.0.